Event description:
It was reported that bd safetyglide¿ 6mm insulin syringe barrels are warped. This was discovered during use. The following information was provided by the initial reporter: material no. 928856 batch no. 8036928. It was reported that barrels are warped. This complaint captures issue of barrel bowed for occurrence date of (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8036928. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200740541] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ 6mm insulin syringe barrels are warped. This was discovered during use. The following information was provided by the initial reporter: material no. 928856 batch no. 8036928. It was reported that barrels are warped. This complaint captures issue of barrel bowed for occurrence date of (B)(6) 2019.